Manufacturer narrative:
Initial and final MDR 1912847 - MDR 3003442380-2024-14329 - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced four infusion sets fell off during use events on 25-april-2024, 10-may-2024, 22-may-2024 and 01-june-2024 . The infusion sets was in use for 1-2 days. The blood glucose levels at the time of event was high (specific value unknown) and patient resolved it by changing site and was given correction injection via multiple daily injections followed by replacing infusion set and resumed insulin successfully. No further information available.